Manufacturer narrative:
Additional information: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -8.00/1.0/090 (sphere/cylinder/axis) into the left eye (os) on (B)(6)2024. Reportedly the lens tore/broke during injection/delivery into the eye. There was patient contact. The lens was implanted and removed intraoperatively. The problem was resolved. Reportedly "waiting for a new lens for surgery scheduled on (B)(6) 2024". The reporter indicated the cause of the event was unknown. If additional information is received a supplemental medwatch report will be submitted.